Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer¿s blood glucose level was 162 mg/dl. Customer stated that the screen started to fade out as well as right side it almost look like black and blue, it was surrounding the whole screen. Customer stated that the insulin pump was neither dropped nor bumped. Troubleshooting was performed for partial display. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify missing segments or partial display due to blank display noted.